Manufacturer narrative:
Correction provided in device evaluation results to include analysis results of the balloon component. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff leak was identified in the cuff pillow. The tear is consistent with explant damage. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. There was no anomaly found on the returned device that could have caused the reported issue. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the balloon. The balloon passed functional testing at 65.3 cmh2o. It is rated at 61-70 cmh2o. Therefore, the balloon component performed within product specifications. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The product record review indicated reported events do not represent an unanticipated event. The investigation conclusion code of "known inherent risk of device" was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event is included as a potential adverse event within product labeling. D4: model number: 72400098 lot number: 1000070704 model description: control pump fgs model number: 72400024 lot number: 1000070478 model description: balloon fgs 61-70 cm

Event description:
It was reported that the patient visited his physician two weeks before the revision surgery because he noticed that "urine was not coming out well." The aus device, which included a 3.5cm cuff, was explanted. A new aus device was implanted. During the surgery the physician attempted to implant a 5.0cm cuff but was unable to due to an incorrect size measurement. The aus implant was completed with a 5.5cm cuff. Following the surgery the patient's condition improved.

Manufacturer narrative:
The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff leak was identified in the cuff pillow. The tear is consistent with explant damage. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. There was no anomaly found on the returned device that could have caused the reported issue. A labeling review found that the event is noted within the labeling so an evaluation conclusion code of known inherent risk of device was assigned to the event.d4:model number: 72400098lot number: 1000070704model description: control pump fgsmodel number: 72400024lot number: 1000070478model description: balloon fgs 61-70 cm

Event description:
It was reported that the patient visited his physician two weeks before the revision surgery because he noticed that urine was not coming out well. The aus device, which included a 3.5cm cuff, was explanted. A new aus device was implanted. During the surgery the physician attempted to implant a 5.0cm cuff but was unable to due to an incorrect size measurement. The aus implant was completed with a 5.5cm cuff. Following the surgery the patient's condition improved.

Manufacturer narrative:
Model number: 72400098, lot number: 1000070704, model description: control pump fgs. Model number: 72400024, lot number: 1000070478, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient visited his physician two weeks before the revision surgery because he noticed that "urine was not coming out well." The aus device, which included a 3.5cm cuff, was explanted. A new aus device was implanted. During the surgery the physician attempted to implant a 5.0cm cuff but was unable to due to an incorrect size measurement. The aus implant was completed with a 5.5cm cuff. Following the surgery the patient's condition improved.